Event description:
It was reported that the patient came to clinic due to vibratory alert. Upon interrogation the device was in backup vvi. The device image showed multiple thor chip failures, which could not be associated with any emi sources. The device image was successfully reloaded onto the device. The patient will continue to be monitored.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.